Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, excessive force used during suture passing, or the device coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an employee from an arthrex subsidiary reported via email that an ar-7534t tigerloop experienced a failure. After the device was passed through the bone tunnel, one side of the tape broke during extension and flexion. The surgery, an acl reconstruction performed on (B)(6) 2025, was completed using only the tigerloop without the use of any additional products. No significant delay in the procedure was reported, no additional anesthesia was administered, and no adverse effects were observed in the patient during or following the surgery as a result of this issue. Additional information was received on 11/11/2025: the broken tapes were removed from the patient.